Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with trauma. A computerized tomography (CT) scan was performed and revealed multiple rib fractures, traumatic hemothorax, and mammary artery active bleeding which continued even after aspirin and warfarin was stopped. It was reported that after embolization the bleeding ceased, and anticoagulation was resumed. The patient¿s mental state changed suddenly and he had left side weakness. A brain CT scan revealed no sign of a probable acute stroke. Intubation was done due to respiration failure and desaturation. It was further reported that the ventricular assist device (vad) flow was reduced, and the transthoracic echocardiogram (tte) revealed that the outflow/inflow velocity had decreased. Because of the mean blood pressure reading of 50-60millimeters of mercury (mmhg) and multiple organ failure, extracorporeal membrane oxygenation (ECMO) and continuous renal replacement therapies (crrt) were conducted. The occlusion and infarction lesion of the territory were examined using a b rain CT angiography, but due to high risk to the patient, the procedure was postponed. The patient subsequently expired.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Information received from the site indicated that the patient presented with trauma, and a computerized tomography (CT) scan revealed multiple rib fractures, traumatic hemothorax, and mammary artery active bleeding which continued even after aspirin and warfarin were stopped. Of note, after embolization, the bleeding ceased, and anticoagulation was resumed. The patient¿s mental state changed suddenly, and they had left side weakness; however, a brain CT scan revealed no sign of a probable acute stroke. Intubation was done due to respiration failure and desaturation. Additionally, extracorporeal membrane oxygenation (ECMO) and continuous renal replacement therapies (crrt) were conducted due to low mean blood pressure and multiple organ failure. The patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, respiratory dysfunction, neurological dysfunction, bleeding, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anti-coagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.